Event description:
It was reported that one of the prongs of the inserter was broken off inside of the interbody device which was implanted during insertion procedure. The broken prong was removed from the interbody device and discarded. No patient complications were reported

Manufacturer narrative:
(B)(4): visual review confirms the superior tang is broken off on the instrument, and the inferior tang is bent, consistent with bend stress overload. Microscopic examination of the fracture surfaces reveals a fairly tortuous fracture, with no indication of fatigue. The nature and location of the fracture surface is consistent with excessive bending force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.